Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with cefazolin intraperitoneally (rate and dose unknown) and was reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f25025, h13h16038, h13i04032, h13i06037, h13i25011 and h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. A batch review of potentially associated lot numbers involved in this event will be performed. The specific product code for the minicap transfer set involved is unknown. The brand name, manufacture and 510k however have been provided in this MDR. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).